Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 37 mg/dl. Customer treated with food and glucose tablets. It was found after troubleshooting for low blood glucose that the insulin pump is working as designed. The customer was advised to speak with healthcare provider regarding the low blood glucose. The customer was advised to call back if any issues continue to persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.